Event description:
It was reported the light source switches off after 6 minutes. The lamp was replaced (not an original olympus lamp), it ignites more quickly but continues to switch off after a few minutes (approx. 6 min.). Therefore, they switched to an emergency lamp. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over ten (10) years since the subject device was manufactured. The device was returned, and an evaluation was completed for it. During inspection, olympus confirmed the reported event. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the phenomenon ¿the main lamp turns off after a short time of use and switches to the emergency lamp¿ occurred due to overheating caused by the accumulation of dust in the fan. The event of a non-olympus lamp was installed can be prevented by following the instructions for use which state: " [warning] never install a lamp that has not been approved by olympus. The use of a nonapproved lamp can cause damage to the light source and ancillary equipment, malfunction or a fire." Olympus will continue to monitor field performance for this device.

Event description:
It was reported the issue was found during an unspecified procedure.